Event description:
Pt. Presented to ed with intermittent episodes of chest heaviness and lightheadedness and palpitations. Pt. Was admitted on (B)(6) 2020. On (B)(6) 2020 his pacemaker was interrogated and found to have episode, of pmt. Ppm was modified, vip was turned off, paced av delay increased to 300 ms, sensed av delay increased from 150 ms to 300 ms. Pt. Was discharged on (B)(6) 2020. Patient ethnicity: not hispanic or latino patient race: asian indian patient details: patient birth year: 1960. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).